Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and no physical damages were found. Review of the archive data did not reveal any occurrences on the date of event. However, multiple user advisory 17 (max motor on time exceeded during active operation) and 16 (timeout moving to take-up position) messages (unrelated to the reported issue) were observed on (B)(6) 2016, and were clearable by the customer. During functional testing, the device performed as intended with no issues or error messages observed. In summary, the primary complaint was not confirmed, the reported issue could not be replicated. The platform passed functional testing with no faults found. The autopulse platform is a reusable device and was manufactured on 04/14/2009. The platform passed all final testing criteria.

Event description:
During patient use, it was reported that the autopulse platform (s/n: (B)(4)) continually displayed a message to realign the patient; user advisory code is not known. However, according to the reporter, the patient was positioned correctly on the platform. Following the event, the responding crew reverted to manual CPR for an unknown length of time. No known impact or consequence to the patient was reported.